Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified malfunction alarm occurred. While charging, the pump was warm to the touch and pump shutdown unexpectedly. Low power alerts and shut off alarm were received. Customer unplugged and re-plugged pump into a power source to resolve the issue. Customer was in the basement when multiple temperature alarms occurred. Customer's blood glucose was 126-144 mg/dl. The customer continued to use the pump for insulin therapy. Upon follow up, customer reported no further issues.